Event description:
Initial info received from a physician on (B)(6) 2012: a (B)(6) female pt initiated poly-l-lactic acid (sculptra aesthetic) for cosmetic purpose on (B)(6) 2011. She received total 3 sessions of poly-l-lactic acid which was given in the submalar and malar eminence areas of the face. The sessions for the poly-l-lactic acid were given on (B)(6) 2011, (lot# a1043 and expiration date april 2014), (B)(6) 2012 (lot#a1043, expiration date april 2014), and (B)(6) months ago (about (B)(6) 2012, lot# a1046, expiration date october 2014). About (B)(6) ago ((B)(6) 2012), the pt developed full face granulomas in the injection areas. The physician has not treated the areas at this time, but has ordered steroid injections. The physician said the pt had not received any other treatments to her face other than botulinum toxin type a (botox) on her forehead about 3 months ago (2012). No medical history and concomitant medications were reported. No further relevant info provided.